Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Immediately following implantation fluoroscopic imaging revealed the closure device had shifted from the original released position. The closure device migrated into the left ventricle under the leaflets of the mitral valve. The closure device then migrated out of the left ventricle to the subclavian artery. A cardiothoracic surgeon performed a sternotomy to remove the closure device and the laa was ligated. Following surgical intervention, the patient was stable and transferred to the intensive care unit for recovery.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). The closure device met release criteria and was implanted. Immediately following implantation fluoroscopic imaging revealed the closure device had shifted from the original released position. The closure device migrated into the left ventricle under the leaflets of the mitral valve. The closure device then migrated out of the left ventricle to the subclavian artery. A cardiothoracic surgeon performed a sternotomy to remove the closure device and the laa was ligated. Following surgical intervention, the patient was stable and transferred to the intensive care unit (ICU) for recovery. It was further reported one week post index procedure while in the ICU the patient experienced an ischemic stroke causing an embolic shower and seizure which resulted in debilitated function. The patient was placed on comfort measures and died the same day.